Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, the device was in back up vvi mode and that patient had received shocks. Patient had computed tomography scan 4 weeks ago. Normal device functions were restored via download.